Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: the black box and the alarm history shows multiple consecutive call service alarms occurring on the reported failure date. The pump boots up with a fully illuminated display screen, unable to load the slave micro processor with a new software code due to ¿program uploading error¿. The pump was opened and evaluated, no visible defect was found to the pcb, u17 component failure was concluded.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen had gone temporarily blank after a recent battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.